Event description:
It was reported that, during holep procedure, the fiber was found defective upon opening sealed box. There was no damage noticed on shipping box or packaging, just the fiber itself. The fiber was replaced, and the procedure was completed using another of same model with no patient complications. Upon receipt at our cis marlborough analysis laboratory, it was noted that the fiber was broken.

Event description:
It was reported that the fiber was found to be defective when opening the sealed box. There was no damage observed on the shipping box or packaging. Upon receipt of the returned device, the fiber was found to be broken at receiving. No further information was reported.

Event description:
It was reported that, during holep procedure, the fiber was found defective upon opening sealed box. There was no damage noticed on shipping box or packaging, just the fiber itself. The fiber was replaced, and the procedure was completed using another of same model with no patient complications. Upon receipt at our cis marlborough analysis laboratory, it was noted that the fiber was broken.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection found that the fiber body was broken into two pieces. During the microscopic analysis, it was observed that the tip was good. The connector had no defects. During functional testing, the console read: treatment used: 0 treatment left: 1. It is likely that a kink could have occurred after the device was packaged during manufacturing but prior to use of the device. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. The initial reported allegation of fiber fracture was confirmed. Based on the information available, the investigation was assigned the conclusion code of cause traced to component failure. Date of event field (b3) was estimated.